Event description:
It was reported by the rep that the (1) 511sl was used during a diagnostic laparotomy procedure. It was reported that the surgeon used the device and found that the outer seal split. The case was completed with a new sleeve. There was no pt consequence.